Manufacturer narrative:
The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned sealed packaging, it was found that the stretched coil was detached from the device positioning unit (dpu) which was not reported. The first half of the coil¿s secondary winding off the ball tip was found intact. The outer sheath has been completely melted off the resistive heating coil section. This can only occur through an air detachment outside the patient with using only the complete detachment system. This air detachment is unreported damage. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The circumstances of why and when this unreported air detachment of the coil occurred cannot be determined. No manufacturing defects were found. The complaint of the coil stretching is confirmed. The most likely root cause based on the evidence suggests that the coil stretched when the unknown microcatheter moved off the target site after the coil was placed. It was reported that the coil was anchored (¿hung¿) during the microcatheter¿s repositioning which may have produced the coil stretching found. The circumstances of how and when the microcatheter moved off the target site cannot be determined. Furthermore, the unidentified microcatheter¿s movement off the target site cannot be confirmed. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Lastly, review of the manufacturing documentation revealed no anomalies that can be related to the reported complaint. Therefore no corrective action will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the micrusphere coil (sph18060020/c29294) stretched during placement. When the coil was delivered into place the microcatheter (details unknown) migrated and disrupted placement. The doctor needed to reposition the catheter so when he/she started to remove coil, the coil became "hung." The doctor removed and inspected coil and the coil had stretched and lost its shape. At the time of initial contact the device was available for return. The coil was the second coil to be placed. There was no significant clinical delay and the procedure was continued successfully.